Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects number 9 states "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight." Number 14 states "postoperative bone fracture and pain."

Event description:
Patient underwent a revision procedure approximately two years post-implantation due to a liner fracture and resultant pain.

Manufacturer narrative:
This follow-up report is being filed to report corrected information. The initial MDR should have reflected sep 13, 2016 as this was the initial date received by manufacturer. Concomitant medical products: 16-104152, lot 360450, ringloc+ shell; 650-1057, lot 315010, ceramic biolox head; 650-1065, lot 131280, ceramic type 1 taper; 51-103090, lot 2961629, taperloc type 1 pps.